Manufacturer narrative:
(B)(4). Cgm data was received and investigated on (B)(6) 2014. The cgm data showed that the patient removed the sensor on (B)(6) 2013. There was no indication of sensor issues before the sensor was removed. Two sensors (sn# (B)(4)) from the same lot (lot# 5067260) were returned for evaluation. The patient did not specify which sensor was associated with the complaint. A visual inspection was performed and both sensor wires were found to be missing from the housing pods. A complete evaluation could not be performed because no sensor wire was returned. The complaint of detached sensor wire was confirmed. Due to the separation of sensor wire, the sensor is considered to be detached. The root cause is determined to be a detached wire from sensor pod.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal on (B)(6) 2013 patient saw wire protruding from skin. Patient removed sensor wire with tweezers. During a routine medical visit, physician examined sensor insertion site and decreed that insertion area looked fine. Patient has agreed to send cgm data for dexcom to investigate cgm values around the time of the event. At the time of her call to dexcom technical support patient was feeling well.